Event description:
A male patient was admitted for coronary revascularization. The target lesion was in the postero-lateral branch and was described as de novo, heavily calcified and slightly tortuous with 90% stenosis. The lesion was pre-dilated. A 2.5 x 13mm cypher stent could not cross the target lesion. Coronary angiography confirmed that the stent became caught in the heavy calcification located at the proximal end of the target lesion. The physician retrieved the cypher from the patient and confirmed that the stent was flared at the distal end. The procedure was completed successfully with the implant of a 2.25mm mini vision bare metal stent. There was no patient injury reported. The device was discarded due to the patient's infectious disease. According to the physician, the crossing failure occurred because the stent became caught in the calcification. Additional information will be submitted within 30 days of receipt.